Event description:
It was reported by the surgeon that during a surgical procedure of "robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and right ovarian biopsy": a wire broke in "da vinci fenestrated bipolar forceps 8 mm." The device was reported to have seven lives left. The device was switched out and no harm was reported to the patient. The surgeon reported no other complications. No other details for the device problem reported.